Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set could not connect tightly to the titanium adapter. This was noticed before use of peritoneal dialysis therapy. There was no allegation against the titanium adapter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.